Event description:
A pixel issue on the pump display was reported, which affected the customer's ability to read the screen due to a large blue line. Customer's blood glucose level was not impacted. The customer, having difficulty interacting with the pump, was advised by technical support to continue using the current pump as a backup and was provided instructions to put the pump into storage mode before returning it. Technical support confirmed the shipping address for the replacement pump, confirmed it was under warranty, and instructed the customer to return the problematic pump using a pre-paid label.